Event description:
Brush head is sliding of the brush almost every time- oral b power care [device breakage] case narrative: consumer email stated that every time during brushing the brush head is sliding of the brush. No injury was reported. 27-nov-2025: product batch lot number updated.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return h3 other text: pending investigation.

Event description:
Brush head is sliding of the brush almost every time- oral b power care [device breakage]. Case narrative: consumer email stated that every time during brushing the brush head is sliding of the brush. No injury was reported. 27-nov-2025: product batch lot number updated. 17-dec-2025 product investigation result: conclusion code: other, no manufacturing cause' and 'no design issue' identified based on investigation. No injury was reported.

Manufacturer narrative:
On 17-dec-2025 product investigation result: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head is sliding of the brush almost every time- oral b power care [device breakage]. Case narrative: consumer email stated that every time during brushing the brush head is sliding of the brush. No injury was reported.